Manufacturer narrative:
Since the device was discarded by the hospital, no investigation could be done. Based on what was reported to us and the picture provided, it is likely the event occured due to user error.

Event description:
Reveel got broken during an operation but after the closesure of the product. Doctor had started to move liver and other organs with closed reveel and it is there where it broke. It was not reported, they trashed the products and was taken as a user error. Case is closed from kebomed side. This case was in hyvinkaa hospital.